Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was over 400 mg/dl and 149 mg/dl. The customer stated that it did not delivered insulin. Customer was performed self test and it was passed. Customer also stated that they made displacement and high pressure test and no problem with the device. The insulin pump will return and reservoir will not be returned for analysis.